Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician visualized a uterine perforation after insertion of the myosure hysteroscope into a pt prior to a myosure procedure for uterine tissue removal. There was no medical intervention required. The procedure was aborted and the pt was discharged home.